Event description:
Pt dialyzed for 3 3/4 hrs on 4/10/97 and left the unit without any apparent problems. He was admitted to the hosp later that day with nausea, vomiting, chills & fever. Admission diagnosis was r/o sepis. Pt's liver enzymes, ldh and bilirulbin were elevated and blood cultures were neg. Md suspected that mechanical hemolysis was the cause of his symptoms, as all other potential causes of hemolysis were ruled out. Investigation of the incident reveals that there was a significant drop in venous pressure and a kinked arterial blood line had been found & corrected.